Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact on the customer¿s blood glucose level. The customer followed the proper loading technique with assistance from technical support, successfully loaded a new cartridge, and resumed insulin therapy.